Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system had been used for a cardiac arrhythmia procedure; the procedure was completed after the patient was moved to another room. A philips field service engineer (fse) inspected the system on site and reviewed the log files, which showed communication issues between the flat detector controller and the image detector, including interconnect errors in the fd communication and optical timing links. During troubleshooting, the fse found that the fd power supply measured 24.2 vdc at the detector no-load but dropped below 21 vdc under load. Log review showed that overall fd post had failed and the fd controller reported a flat detector communication serial-link error. To resolve the issue, the fse replaced the flat detector (fd) power unit (pu). The system was returned to service in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy.the device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.